Event description:
In 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch ii datadock meter gave inaccurately low readings. In 2006 at 8:45am, the pt arrived at the facility and had blood samples drawn for laboratory tests. Upon his arrival at the facility the pt was staggering and confused. Prior to arriving at the clinic, the pt had experienced symptoms of feeling weak, `down', thirsty, and unstable walking during the night. The pt had treated himself with juice. At 9:00am, the reporter, a nurse, tested the pt's blood glucose level and obtained a result of `22 contrl' mg/dl on the reported meter. According to the operator's manual for this meter, `contrl' will appear with a result if the blood sample was too small, smeared or a second drop was applied after the test began. The blood test result will not be accurate. The pt was treated with intravenous d50 glucose. Ten minutes after administering the glucose, the pt was retested several times using the reported meter, and the result of `high' mg/dl was obtained each time. According to the operator's manual for this meter, the result of `high mg/dl' will be displayed if the blood glucose level is greater than 600 mg/dl. The laboratory blood glucose results were reported to be 914 mg/dl. The pt was given a total of 20 units insulin. Blood glucose results on the reported meter were 546 mg/dl after the first 10 units insulin and 302 mg/dl after the second 10 units of insulin. Following the insulin treatment, the pt was alert, following commands and `fine'; but his blood glucose result was again tested at 883 mg/dl. The pt was admitted to the hospital and given insulin intravenously. The patient's hematocrit was 49.2%. The patient is currently taking steroids on a tapering regimen and the steroids are affecting multiple body systems. The pt is not diabetic. The nurse was unable to provide previous blood glucose readints for this patient; and she did not know if he had taken his medication the day prior to the event. The technical service rep (tsr) determined during the troubleshooting call that the reporter was handling the reagents correctly, the test strips were within opened expiration date, all quality control testing had been performed with passing results, and the testing technique was correct. The tsr talked the reporter through performing a control solution test with passing results. The reported meter presented a patient result labeled as `control' indicating the sample application was not correct and this result would not be accurate.